Event description:
According to the report received: in 2004, the pt had to undergo surgery. During that surgery, a ta disposable was used which, according to the surgeon, did not perform properly. The pt alleges that, due to this dysfunction, complications arose, which led to more surgeries. No accurate product lot number or specific product ID has been provided. Efforts have been made to obtain additional information. No further details have been provided.

Manufacturer narrative:
Date of initial report: 4/23/2009.